Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running a bolus of fluids via secondary infusion and there was concern that maintenance intravenous fluid (mivf) were erroneously being bolused as well. It was reported that the facility ordered a normal saline fluid bolus to be administered to the patient. The registered nurse (rn) set-up the mivf running as primary and added the normal saline bolus as secondary. During infusion the rn noticed that the primary was the one infusing (d5nswk+) and not the bolus. Hence, the nurses perceived that the patient might have possibly received a large amount of potassium. However, it was confirmed that the patient received about 500ml of normal saline and maybe 250ml of mivf, where the bolus order was normal saline 750ml. There was no patient injury or medical intervention associated with this event. No additional information is available.